Manufacturer narrative:
Further investigation into this incident is currently being conducted. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a replacement procedure, a competitor's right ventricular (rv) lead was unable to be connected to a boston scientific pacemaker which led to a loss of pacing and the patient experienced cardiac arrest. The patient was reanimated. The model and serial information on the boston scientific pacemaker is currently unknown. No additional adverse patient effects were reported.

Event description:
Additional information was provided that this incident was previously reported in 2011 under MDR report number 2124215-2011-00963.

Manufacturer narrative:
---